Event description:
The right atrial (ra) lead had insulation damage/cut. The lead was capped and replaced on (B)(6) 2025. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).